Event description:
Rn contacted baxter's technical service center for assistance during patient's apd therapy. Patient had disconnected the patient connector of patient's homechoice cassette from patient's transfer set during therapy. Rn requested assistance in discontinuing therapy. Rn stated therapy would not be completed with manual exchanges. Follow up with healthcare professional indicated no patient injury or medical intervention as a result of reported incident.